Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing joint pain in her lower extremities, muscle fatigue and irritation in her legs, and headache when the stimulation was on. The physician was unsure if the symptoms were device or procedure related. The patient was prescribed medication. The patient was reportedly doing well.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing joint pain in her lower extremities, muscle fatigue and irritation in her legs, and headache when the stimulation was on. The physician was unsure if the symptoms were device or procedure related. The patient was prescribed gabapentin for nerve related pain and was reportedly doing well.